Event description:
The customer reported a leak from the manual probe on the coulter hmx hematology analyzer with autoloader. The volume was less than five milliliters and was not contained. The leak spilled onto the floor. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. The customer was running control material at this time, so no patient results were affected. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to address this event. The field service engineer adjusted the extension arm for the rinse block which resolved the issue. The cause of the event was that the rinse block was not fully extending to the end of the aspiration probe. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).